Manufacturer narrative:
Without return product and reference/ batch number, the manufacturer was not able to conduct documentary review and product verification and reported defect cannot be confirmed. Therefore, complaint is classified as no definitive conclusion, unverifiable. The risk is identified in our risk analysis and occurrence's rate as per similar complaints review is below acceptable frequency of the risk analysis. Risks and implantation procedure and possible complication are detailed in the instruction for use.

Event description:
On or about (B)(6) 2023, patient underwent placement of an angiodynamics x cella power port product. The device was implanted by (B)(6), md., at (B)(6), to be used for chemotherapy. On or about (B)(6) 2023, patient presented herself to the (B)(6) with a chief complaint of neutropenic fever, where patient was diagnosed with sepsis.